Event description:
It was reported that in 2009, they found a catheter tip granuloma during an MRI scan. Following this diagnostic finding, they reduced the concentration of the hydromorphone. The other drugs delivered via the pump were lioresal and clonidine.

Manufacturer narrative:
(B)(4).